Event description:
Related manufacturer reference number: 2017865-2021-36350, related manufacturer reference number: 2017865-2021-36351. It was reported that the patient had an unspecified infection. The pacemaker system was removed. The patient was in recovery.